Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus / left occlusion only') and embedded device ('essure coil was believed to be embedded') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysteroscopic removal of essure,,salpingectomy (unilateral), tubal ligation and hysteroscopic removal of essure,salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation, embedded device and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), breakage, migration, perforation: uterus. Essure insertion date was updated as "(B)(6) 2013" from "(B)(6) 2013" the device was noted to be in good position with 5 trailing coils on the left side.opposite tubal ostium was treated in a similar fashion with 6 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 01-mar-2014: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), uterine perforation ('migration / perforation uterus / left occlusion only') and embedded device ('essure coil was believed to be embedded') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysteroscopic removal of essure,,salpingectomy (unilateral), tubal ligation ). Essure was removed on (B)(6)2014. At the time of the report, the device breakage, uterine perforation, embedded device and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), breakage, migration, perforation: uterus. Essure insertion date was updated as "(B)(6)2013" from "(B)(6)2013" the device was noted to be in good position with 5 trailing coils on the left side.opposite tubal ostium was treated in a similar fashion with 6 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2014: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received. Reporter's information added.event: essure coil was embedded were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('migration / perforation uterus / left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), breakage, migration, perforation: uterus. Essure insertion date was updated as "(B)(6) 2013" from "(B)(6) 2013" diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and uterine perforation ('migration / perforation uterus / left occlusion only') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (salpingectomy (unilateral), tubal ligation). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, uterine perforation and menorrhagia outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, device breakage, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for the following events menorrhagia (heavy menstrual bleeding), breakage, migration, perforation: uterus. Essure insertion date was updated as "(B)(6) 2013" from "(B)(6) 2013" diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), breakage, migration/ perforation: uterus. Patient date of birth, lab data, treatment details, reporter added. Essure insertion date was updated. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.